Manufacturer narrative:
Device analysis indicated device failure. The correct device analysis report attached.

Event description:
Per the clinic, the patient experienced performance decrement with the device use. It was also reported that the patient underwent MRI procedures related to multiple sclerosis and the implant magnet bed was destroyed. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.